Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and had high blood glucose of 409 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was done for priming and the customer indicated that her cats chewed through the tubing. Customer declined to troubleshoot any further.